Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test and displacement test. No power loss alarms noted during testing. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. The customer¿s blood glucose level was unknown. The customer stated that pump is just draining the battery. The insulin pump will be returned for analysis.